Event description:
It was reported that during knee arthroplasty the polyethylene tibial trial fractured upon removal. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned instrument identified signs of repeated use (nicks, gouges, wear) and a piece was confirmed to have fractured off from the posterior surface. The device was noted to be conforming where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.